Event description:
The customer observed erratic results on multiple assays starting on (B)(6) 2023 in the afternoon while running on the architect c4000 processing module. The customer was made aware of the issue today (17aug2023) when doctors were questioning results that were reported. The customer provided one example of the issue: calcium: initial calcium = 5.5 mg/dl. Repeat calcium = 9.2 mg/dl. Patient¿s previous result = 9.3 mg/dl. Calcium normal range: 8.4-10.2 mg/dl . There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed erratic results on multiple assays starting on 16aug2023 in the afternoon while running on the architect c4000 processing module. The customer was made aware of the issue today (17aug2023) when doctors were questioning results that were reported. The customer provided one example of the issue: calcium: initial calcium = 5.5 mg/dl. Repeat calcium = 9.2 mg/dl. Patient¿s previous result = 9.3 mg/dl. Calcium normal range: 8.4-10.2 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing the sample probe, ict probe, cc cuvette dry tip, and peristaltic head tubing (rohs) on the archiect c4000, serial number (B)(6), as these parts were worn from usage. Part replacement resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any related trends for sample probe, ict probe, cc cuvette dry tip, and the peristaltic head tubing (rohs). No similar issues related to the architect c4000, serial number (B)(6), its parts, or discrepant results. The architect erratic result rates were within acceptable limits with no trends identified. A review of the device history record did not identify any non-conformances or deviations for the sample probe, ict probe, cc cuvette dry tip, the peristaltic head tubing (rohs), or the architect c4000 analyzer. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.